Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient") and abdominal pain ("severe abdominal pain/ daily severe abdominal pain") in a 21-year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient". The patient's past medical history included gravida ii, parity 2 (02oct2011 and mar2009), bipolar disorder, vomiting, dysuria, vaginal discharge abnormality, cramp in lower abdomen, pruritus, rash, chest pain, nausea, palpitation, emotional problems, right upper quadrant pain, bipolar affective disorder, depression, bicornuate uterus, laceration of face in 1999, multiple cesarean sections (2009 and 2011), ovarian cyst, anxiety, cholecystectomy and menarche (at age 12). She denies being febrile. Previously administered products included for an unreported indication: implanon in november 2011, lortab, keflex and phenergan. Concurrent conditions included obesity, drug hypersensitivity, diarrhea, cough, fever, shortness of breath, alcohol use and non-tobacco user. Family history included coronary artery disease, hypertension and breast cancer (mother). Concomitant products included anaesthetics (anesthesia) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain / daily severe back pain") and complication of device removal ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient"). The patient was treated with surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration), surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration) and surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration). Essure was removed on 8-feb-2017. At the time of the report, the pelvic pain had not resolved, the device breakage, hypersensitivity, complication of device removal and allergy to metals outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure was successfully implanted, without complications. On patient left side side, there were approximately 3 to 4 coils visualized, approximately 6 coils noted on right side. The patient tolerated the procedure well. During removal attempt, bilateral ostia were visualized, and the device was seen well from the left ostia. At that time, a grasper was used to grab the device, and it was taken out of the left ostia without difficulty. Attention was then turned to the right ostia of the uterus. Part of the device was seen, but not all of it, so we attempted to pull out the device in the same way we did on the right, without being successful. We then attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient, and so we decided to go in laparoscopically to remove it from the top. A 2 cm salpingectomy was performed on the right fallopian tube. At that time, we could visualize the essure, and it was removed without difficulty from the right fallopian tube. Then, we proceeded to perform a fulguration of the right and left fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2012 patient had CT abdomen and pelvis shows cholelithiasis without obstruction. On (B)(6) 2012 patient had CT scan of the abdomen without IV contrast: CT scan of the pelvis without IV contrast resulted in no acute abdominal pathology seen. Mildly prominent right ovary containing a focus of calcification. Trace amount of pelvic fluid noted. No acute pelvic pathology seen. If clinically warranted, pelvic sonography may be considered for further evaluation. On (B)(6) 2012 patient had limited abdominal sonogram resulted in cholelithiasis. On (B)(6) 2012 patient had CT scan of the abdomen with IV contrast CT scan of the pelvis with IV contrast resulted in cholelithiasis. Contracted gallbladder with a small amount of pericholecystic fluid raises suspicion for cholecystitis. Gallbladder sonography to be considered. 2. Fatty infiltration of the liver. 3. No other acute abdominal pathology demonstrated. 4. Probable small ovarian cysts. No acute pelvic pathology demonstrated. On (B)(6) 2012 patient had CT abdomen and pelvis, including IV contrast resulted in the gallbladder contains at least one calculus, and there is trace pericholecystic fluid.small left ovarian cyst noted on (B)(6) 2012 patient had transabdominal and endovaginal pelvic ultrasound resulted in mildly prominent right ovary . There is a slightly complex 24mm cystic lesion in the right ovary. This may represent a functional cyst or follicle. Hemorrhagic cyst or less likely a tubo-ovarian abscess cannot be completely excluded. Grossly normal appearance of the left ovary. There is pulse and color doppler flow in both ovaries. There is no evidence of ovarian torsion. 4mm echogenic area adjacent to the endometrial space, probably a small calcification. This is of questionable clinical significance. Ultrasound images suggest this is probably in the myometrium adjacent to the endometrium, but the exact location of this is difficult to completely exclude. A tiny echo genic area in the endometrial space cannot be completely excluded but is felt to be less likely. Otherwise unremarkable appearance of the uterus and endometrium. On (B)(6) 2012 patient had CT of the abdomen and pelvis with oral and intravenous contrast resulted in the appendix measures approximately 6mm in size and is partially air filled. There is no definite CT evidence of acute appendicitis. The right colon is collapsed and is not well evaluated on this exam. There is mild thickening of the right colon and hepatic flexure, probably related to incomplete distention. Early colitis cannot be completely excluded but is probably less likely. If the patient has persistent symptoms, follow-up imaging or endoscopy would appear beneficial. Status post cholecystectomy. Asymmetric enlargement of the right ovary measuring at least some (~50mm) in greatestdimension. This is a new finding since the prior exam. There is a 25mm cystic lesion in the right ovary. The findings may merely be related to hyper stimulated right ovary. However, a tuboovarian abscess, a right ovarian mass or even right ovarian torsion would be considered in the differential diagnosis given the patient's right sided pain. Clinical correlation is suggested. Follow-up pelvic ultrasound could be obtainedfor more complete evaluation. Certainly if there is any concern of an ovarian torsion, emergent follow-up pelvic ultrasound would appear beneficial. No free intraperitoneal air is identified. The examination is slightly limited as the very dome of the right lobe of the liver is not included on any of the images. Minimal thickening of the terminal ileum, probably related to incomplete distention, but ileal pathology is difficult to exclude. On (B)(6) 2012 patient had pa and lateral chest resulted in no acute chest disease. On (B)(6) 2017 patient had surgical pathology report resulted in the specimen is provided in single formalin filled container labeled with the patient's name and further identified "essure coils". The specimen consists of three segments of gray coil material measuring 1.2, 9.5, and 10.3 cm I length and ranging from <0.1 up to 0.2 cm in diameter. Some areas of the segments are tightly coiled while others are more loosely coiled. No microscopic sections submitted concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage, complication of device removal, device difficult to use quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient") and abdominal pain ("severe abdominal pain/ daily severe abdominal pain") in a 21-year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011 and (B)(6) 2009), bipolar disorder, vomiting, dysuria, vaginal discharge abnormality, cramp in lower abdomen, pruritus, rash, chest pain, nausea, palpitation, emotional problems, right upper quadrant pain, bipolar affective disorder, depression, bicornuate uterus, laceration of face in 1999, multiple cesarean sections (2009 and 2011), ovarian cyst, anxiety, cholecystectomy and menarche (at age 12). She denies being febrile. Previously administered products included for an unreported indication: implanon in (B)(6) 2011, lortab, keflex and phenergan. Concurrent conditions included obesity, drug hypersensitivity, diarrhea, cough, fever, shortness of breath, alcohol use and non-tobacco user. Family history included coronary artery disease, hypertension and breast cancer (mother). Concomitant products included anaesthetics (anesthesia) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain / daily severe back pain") and complication of device removal ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient"). The patient was treated with surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration), surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration) and surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the device breakage, hypersensitivity, complication of device removal and allergy to metals outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal haemorrhage and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure was successfully implanted, without complications. On patient left side side, there were approximately 3 to 4 coils visualized, approximately 6 coils noted on right side. The patient tolerated the procedure well. During removal attempt, bilateral ostia were visualized, and the device was seen well from the left ostia. At that time, a grasper was used to grab the device, and it was taken out of the left ostia without difficulty. Attention was then turned to the right ostia of the uterus. Part of the device was seen, but not all of it, so we attempted to pull out the device in the same way we did on the right, without being successful. We then attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient, and so we decided to go in laparoscopically to remove it from the top. A 2 cm salpingectomy was performed on the right fallopian tube. At that time, we could visualize the essure, and it was removed without difficulty from the right fallopian tube. Then, we proceeded to perform a fulguration of the right and left fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2012 patient had CT abdomen and pelvis shows cholelithiasis without obstruction. On (B)(6) 2012 patient had CT scan of the abdomen without IV contrast: CT scan of the pelvis without IV contrast resulted in no acute abdominal pathology seen. Mildly prominent right ovary containing a focus of calcification. Trace amount of pelvic fluid noted. No acute pelvic pathology seen. If clinically warranted, pelvic sonography may be considered for further evaluation. On (B)(6) 2012 patient had limited abdominal sonogram resulted in cholelithiasis. On (B)(6) 2012 patient had CT scan of the abdomen with IV contrast CT scan of the pelvis with IV contrast resulted in cholelithiasis. Contracted gallbladder with a small amount of pericholecystic fluid raises suspicion for cholecystitis. Gallbladder sonography to be considered. Fatty infiltration of the liver. No other acute abdominal pathology demonstrated. Probable small ovarian cysts. No acute pelvic pathology demonstrated. On (B)(6) 2012 patient had CT abdomen and pelvis, including IV contrast resulted in the gallbladder contains at least one calculus, and there is trace pericholecystic fluid. Small left ovarian cyst noted on (B)(6) 2012 patient had transabdominal and endovaginal pelvic ultrasound resulted in mildly prominent right ovary . There is a slightly complex 24mm cystic lesion in the right ovary. This may represent a functional cyst or follicle. Hemorrhagic cyst or less likely a tubo-ovarian abscess cannot be completely excluded. Grossly normal appearance of the left ovary. There is pulse and color doppler flow in both ovaries. There is no evidence of ovarian torsion. 4mm echogenic area adjacent to the endometrial space, probably a small calcification. This is of questionable clinical significance. Ultrasound images suggest this is probably in the myometrium adjacent to the endometrium, but the exact location of this is difficult to completely exclude. A tiny echo genic area in the endometrial space cannot be completely excluded but is felt to be less likely. Otherwise unremarkable appearance of the uterus and endometrium. On (B)(6) 2012 patient had CT of the abdomen and pelvis with oral and intravenous contrast resulted in the appendix measures approximately 6mm in size and is partially air filled. There is no definite CT evidence of acute appendicitis. The right colon is collapsed and is not well evaluated on this exam. There is mild thickening of the right colon and hepatic flexure, probably related to incomplete distention. Early colitis cannot be completely excluded but is probably less likely. If the patient has persistent symptoms, follow-up imaging or endoscopy would appear beneficial. Status post cholecystectomy. Asymmetric enlargement of the right ovary measuring at least some (~50mm) in greatest dimension. This is a new finding since the prior exam. There is a 25mm cystic lesion in the right ovary. The findings may merely be related to hyper stimulated right ovary. However, a tuboovarian abscess, a right ovarian mass or even right ovarian torsion would be considered in the differential diagnosis given the patient's right sided pain. Clinical correlation is suggested. Follow-up pelvic ultrasound could be obtained for more complete evaluation. Certainly if there is any concern of an ovarian torsion, emergent follow-up pelvic ultrasound would appear beneficial. No free intraperitoneal air is identified. The examination is slightly limited as the very dome of the right lobe of the liver is not included on any of the images. Minimal thickening of the terminal ileum, probably related to incomplete distention, but ileal pathology is difficult to exclude. On (B)(6) 2012 patient had pa and lateral chest resulted in no acute chest disease. On (B)(6) 2017 patient had surgical pathology report resulted in the specimen is provided in single formalin filled container labeled with the patient's name and further identified "essure coils". The specimen consists of three segments of gray coil material measuring 1.2, 9.5, and 10.3 cm I length and ranging from <0.1 up to 0.2 cm in diameter. Some areas of the segments are tightly coiled while others are more loosely coiled. No microscopic sections submitted. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage, complication of device removal, device difficult to use most recent follow-up information incorporated above includes: on 18-may-2018: pfs received : the event nickel allergy added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient") and abdominal pain ("severe abdominal pain/ daily severe abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. 936682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device difficult to use "attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011 and (B)(6) 2009), bipolar disorder, vomiting, dysuria, vaginal discharge abnormality, cramp in lower abdomen, pruritus, rash, chest pain, nausea, palpitation, emotional problems, right upper quadrant pain, bipolar affective disorder, depression, bicornuate uterus, laceration of face in 1999, multiple cesarean sections (2009 and 2011), ovarian cyst, anxiety, cholecystectomy and menarche (at age 12). She denies being febrile. Previously administered products included for an unreported indication: implanon in (B)(6) 2011, lortab, keflex and phenergan. Concurrent conditions included obesity, drug hypersensitivity, diarrhea, cough, fever, shortness of breath, alcohol use and non-tobacco user. Family history included coronary artery disease, hypertension and breast cancer (mother). Concomitant products included anaesthetics (anesthesia) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches / migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), back pain ("severe back pain / daily severe back pain") and complication of device removal ("attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient"). The patient was treated with surgery (hysterectomy, hysteroscopy and laparoscopy with essure removal, bilateral tubal fulguration). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, vaginal haemorrhage, hypersensitivity, headache and complication of device removal outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure was successfully implanted, without complications. On patient left side side, there were approximately 3 to 4 coils visualized, approximately 6 coils noted on right side. The patient tolerated the procedure well. During removal attempt, bilateral ostia were visualized, and the device was seen well from the left ostia. At that time, a grasper was used to grab the device, and it was taken out of the left ostia without difficulty. Attention was then turned to the right ostia of the uterus. Part of the device was seen, but not all of it, so we attempted to pull out the device in the same way we did on the right, without being successful. We then attempted to pull 2 or 3 times more, taking bits and pieces of the essure device from the right ostia of the patient, and so we decided to go in laparoscopically to remove it from the top. A 2 cm salpingectomy was performed on the right fallopian tube. At that time, we could visualize the essure, and it was removed without difficulty from the right fallopian tube. Then, we proceeded to perform a fulguration of the right and left fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. On (B)(6) 2012 patient had CT abdomen and pelvis shows cholelithiasis without obstruction. On (B)(6) 2012 patient had CT scan of the abdomen without IV contrast: CT scan of the pelvis without IV contrast resulted in no acute abdominal pathology seen. Mildly prominent right ovary containing a focus of calcification. Trace amount of pelvic fluid noted. No acute pelvic pathology seen. If clinically warranted, pelvic sonography may be considered for further evaluation. On (B)(6) 2012 patient had limited abdominal sonogram resulted in cholelithiasis. On (B)(6) 2012 patient had CT scan of the abdomen with IV contrast CT scan of the pelvis with IV contrast resulted in cholelithiasis. Contracted gallbladder with a small amount of pericholecystic fluid raises suspicion for cholecystitis. Gallbladder sonography to be considered. Fatty infiltration of the liver. No other acute abdominal pathology demonstrated. Probable small ovarian cysts. No acute pelvic pathology demonstrated. On (B)(6) 2012 patient had CT abdomen and pelvis, including IV contrast resulted in the gallbladder contains at least one calculus, and there is trace pericholecystic fluid.small left ovarian cyst noted on (B)(6) 2012 patient had transabdominal and endovaginal pelvic ultrasound resulted in mildly prominent right ovary . There is a slightly complex 24mm cystic lesion in the right ovary. This may represent a functional cyst or follicle. Hemorrhagic cyst or less likely a tubo-ovarian abscess cannot be completely excluded. Grossly normal appearance of the left ovary. There is pulse and color doppler flow in both ovaries. There is no evidence of ovarian torsion. 4mm echogenic area adjacent to the endometrial space, probably a small calcification. This is of questionable clinical significance. Ultrasound images suggest this is probably in the myometrium adjacent to the endometrium, but the exact location of this is difficult to completely exclude. A tiny echo genic area in the endometrial space cannot be completely excluded but is felt to be less likely. Otherwise unremarkable appearance of the uterus and endometrium. On (B)(6) 2012 patient had CT of the abdomen and pelvis with oral and intravenous contrast resulted in the appendix measures approximately 6mm in size and is partially air filled. There is no definite CT evidence of acute appendicitis. The right colon is collapsed and is not well evaluated on this exam. There is mild thickening of the right colon and hepatic flexure, probably related to incomplete distention. Early colitis cannot be completely excluded but is probably less likely. If the patient has persistent symptoms, follow-up imaging or endoscopy would appear beneficial. Status post cholecystectomy. Asymmetric enlargement of the right ovary measuring at least some (~50mm) in greatestdimension. This is a new finding since the prior exam. There is a 25mm cystic lesion in the right ovary. The findings may merely be related to hyper stimulated right ovary. However, a tuboovarian abscess, a right ovarian mass or even right ovarian torsion would be considered in the differential diagnosis given the patient's right sided pain. Clinical correlation is suggested. Follow-up pelvic ultrasound could be obtainedfor more complete evaluation. Certainly if there is any concern of an ovarian torsion, emergent follow-up pelvic ultrasound would appear beneficial. No free intraperitoneal air is identified. The examination is slightly limited as the very dome of the right lobe of the liver is not included on any of the images. Minimal thickening of the terminal ileum, probably related to incomplete distention, but ileal pathology is difficult to exclude. On (B)(6) 2012 patient had pa and lateral chest resulted in no acute chest disease. On (B)(6) 2017 patient had surgical pathology report resulted in the specimen is provided in single formalin filled. Container labeled with the patient's name and further identified "essure coils". The specimen consists of three segments of gray coil material measuring 1.2, 9.5, and 10.3 cm I length and ranging from <0.1 up to 0.2 cm in diameter. Some areas of the segments are tightly coiled while others are more loosely coiled. No microscopic sections submitted concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage, complication of device removal, device difficult to use most recent follow-up information incorporated above includes: on 16-feb-2018: pfs+mr received, indication updated, lab data added, lot number received, historical condition, concomitant condition added, concomitant drug added, events added as follows: -device breakage vaginal haemorrhage, menorrhagia, hypersensitivy, headaches, pelvic pain, complication of device removal, device difficult to use incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2017, underwent a bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2011, she sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.